Manufacturer narrative:
No product, lot number and/or catalog number was provided to bard for their investigation. On (B)(6) 2012, the following additional patient information was received from the reportant, (B)(6). After meeting with the consultant urologist and patient records reviews it is apparent that complications following catheterization in two of the patients appears to be unrelated to the pre-connect system. The concerns were also discussed at the surgical care group governance meeting and they will be monitoring any further concerns through this forum. Based on the hospital's information, this is a user related issue and will be resolved by the hospital. This is the first of two complaints alleged by the hospital. The second MDR is filed under MDR # 1018233-2011-00599. (B)(4).

Event description:
It was reported that the consultant general surgeon has had an issue with pre-connected catheters - he is unable to aspirate through the port to ensure that the catheter is in the correct place prior to inflation of the balloon. He feels that the plastic seal prevents him from aspirating and he claims that a male patient has suffered a ruptured urethra.